Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had insulin pump error alarm. The customer¿s blood glucose level was unknown. Customer stated insulin pump had rainbow effect on screen, no delivery alarm, rewind was slower. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with scratches on lcd display window corners noted. The test reservoir was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no delivery anomaly noted during testing. Device passed self test no missing segments or unspecified alarm noted.